Event description:
The reporter stated a 12.6mm micl 12.6 collamer implantable lens was removed from the lens vial and it was noted that there was a white crease mark on the lens optic area. The reporter stated they felt the icl was defective and decided not to use it for the back up lens, which was implanted. There was no patient contact.

Manufacturer narrative:
Evaluation method: lens work oder search. Results: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.